Manufacturer narrative:
Approximate age of device - 7 days. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad system had been producing fluctuating pump parameters over the last few days. The patient was weaned off of veno-venous extracorporeal membrane oxygenation on (B)(6) 2018. The patient was on vent with sustained low-efficiency daily dialysis (sled) and pressors. Lactate dehydrogenase on (B)(6) 2018 was 1500 u/l and (B)(6) 2018 1100 u/l. Patient on 81 mg asa and heparin gtt. No other treatment added. The patient underwent an emergent pump exchange on (B)(6) 2018 due to parameters and echo- av opening. When the pump was removed there was clot noted on the inflow to the pump. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed the presence of pump thrombosis. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 2.5 inches from the pump housing and the severed portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned and not attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and outflow graft bend relief was not returned. Examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The rings were similar in color and structure and were likely a single formation prior to the disassembly of the device. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase level. The thrombus could have also created increased drag on the spinning rotor, contributing to the elevations in pump power recorded in the submitted system controller log file. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.